Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and stuck button alarm found on (B)(6) 2021. No critical pump error (open book image) alarm¿noted during boot up. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus.¿successfully downloaded comlink3 file. Per r&d engineer, critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. All buttons function properly. No stuck button alarm noted. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the j1/pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2021 00:27:14.000, (B)(6) 2021 02:04:53.000, (B)(6) 2021 02:15:28.000, (B)(6) 2021 02:20:28.000 and (B)(6) 2021 02:30:00.000. Pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Pump error 61 (stuck key alarm) was confirmed. Critical pump error (open book image) alarm was confirmed. Pump error 61 (stuck key alarm) and critical pump error (open book image) alarm due to corrosion on the pcba1 & pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and critical pump error. The customer was reporting stuck button alarm. The customer stated that the no buttons were pressed for more than 3 minutes or longer. The customer was reporting open book image. Customer did not receive any other error alarm prior to open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.